Event description:
It was reported the device ¿defaulted/quit working all together.¿ the system was later replaced due to this. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v628484, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).